Event description:
The initial call to the tosoh hotline in 2005 requested assistance to review the possible causes for a failure of the 2004 cap k-c survey for cea. Review of the calibration curve upon which the results were based revealed that the calibrator 2 rates were substantially lower than the norm for aia-pack cea. When the assay specifications on the aia-600 ii were checked, the "prcl" (assay protocol) spec was set to "1" rather than "2". A setting of "1" would cause the aia-pack cea, which is normallly a 40 minute incubation assay, to be incubated for only 10 minutes; hence, the unusually low rates for calibrator 2. The aia-pack cea is formulated to run only in the 40 minute incubation mode.